Manufacturer narrative:
Follow-up #1: date of submission 08/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: the review of the black box data showed multiple unexplained power reboots. However, power rebooting was not duplicated at the time of the investigation. The pump was run on a 24 hour basal program using the returned battery cap with no intermittent power reboot occurrences. The returned battery cap was able to secure and no damages were found to the battery cap and the battery compartment threads. Visible rust and corrosion were noted inside the battery compartment and the battery cap. A leak test was performed and failed due to a battery compartment leak. The pump was opened and no further evidence of moisture was found internally. In addition, investigation revealed two battery compartment cracks. Unrelated to the original complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was damaged and there was moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.